Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room as customer experienced high blood glucose on (B)(6) 2018 with blood glucose of 369 mg/dl. The customer's current blood glucose is 168 mg/dl. The customer did experienced the symptoms such as shaking and they called for an ambulance. Customer stated that something was given to him for pain in ambulance, blood glucose level was down to 100s the customer was treated by emergency room. The customer didn't wear the insulin pump during the hospitalization but the customer was wearing an insulin pump less than 48 hours prior to hospitalization. The insulin pump will be returned for analysis.